Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Most likely the foreign matter/gel-like substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review was completed for provided lot number 2325571. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: using the syringes to administer vaccines 2 of the syringes had gel-like sticky substance inside the syringe customer wanted to know what this substance might be transferred to med info.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: using the syringes to administer vaccines 2 of the syringes had gel-like sticky substance inside the syringe customer wanted to know what this substance might be transferred to med info.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.